Event description:
It was reported a cmf plate broke. It was removed and replaced.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material number nor lot number were provided, and the device was not returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.